Event description:
Patient states his pump that is due for service in (B)(6) is "acting pretty peculiar, is acting really slow", and will like it changed. Patient denied any side effects as a result of the malfunctioning pump. The pump is going to be returned to the pharmacy and a new pump is being sent to patient for delivery on (B)(6) 2017. (B)(4), model #6400. Dose or amount: 83 nkm. Frequency: every 48 hours. Route: intravenous. Dates of use: from 2009 to ongoing. (B)(4).